Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: ·as a treatment after the drain was broken, only the product was removed, and no new drain was placed. ·there were no problems with the patient's condition after the procedure. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ? What is the lot number? =>unk ? Please perform and document the follow up attempt for product return. . =>the device has been received at sukagawa and will be shipped. Please check rmao. ? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) =>hiromi tokuyama. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a pancreaticoduodenectomy on (B)(6) 2025 and a drain was used. The drain was broken in the middle of the drain (outside the patient¿s body) 4 days after the surgery in the ward. The drain was fixed with suture and tape, and broken in the middle of the drain. Around the connection between the white drain and the translucent drain. The product was used on the foramen of winslow. After drain was removed, no new drain was placed. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint (B)(4). Additional information: d9. H3 evaluation: product sample received for analysis. Complaint sample review : one complaint sample of drain in two parts was received for evaluation, product was inspected visually, below were detailed observations: 1. Product was separated in two parts from the hub area (one of round drain another partial hub) 2. There were significant cut / pinned marks were visible on the separation surfaces of both the parts, while inspected under magnification. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Documents review : not applicable, as lot number of the complaint was unknown, hence, batch history review was not performed. Retention sample review : not applicable, as lot number of the complaint was unknown, hence, retention sample review was not performed. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.